Manufacturer narrative:
Patient one is a (B)(6) female, patient two is a (B)(6) male, patient three is a (B)(6) male. Service was dispatched to the site to address this issue. The field service engineer (fse) replaced the sample probe and sample syringe. The root cause of this event appears to be carryover due to hardware.

Event description:
The customer reported that on (B)(6) 2011 erroneous, high triglyceride (tg) results were generated from a unicel dxc 600i synchron access clinical system for multiple patient samples. The results were repeated on another instrument and recovered lower, were regarded as valid, and reported out of the laboratory. The initial, erroneous results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Customer supplied data indicated two patient samples with erroneously high tg results were generated from a unicel dxc 600i synchron access clinical system. Upon repeat the results were lower. For one patient sample the initial tg result was not provided. Only the repeat result was supplied by the customer. Instrument assay quality control (qc) results failed to meet customer established specification after the initial results were generated. Instrument calibration assessments failed to meet established specifications prior to the event. After numerous calibrations attempts, acceptable results were generated and instrument operation was resumed.